Manufacturer narrative:
Concomitant medical products according: item: unknown hip stem catalog #: unknown lot #: unknown. Item: unknown hip head catalog #: unknown lot #: unknown. Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. Currently, additional information is not available. DHR-review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Event description: event is unknown. However, according to the x-ray it seems to be a loosening on the left side. Primary implantation surgery was done on (B)(6) 1995 and the doctor wants to just exchange the head, whole leaving the stem in place. Review of received data: one undated ap view pelis x-ray is received. On the left tha loosened tipped shell is seen. No radiological signs of loosening of the stem. Osteolysis is also not observable. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. It was reported that the surgeon would like to leave the stem in place. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: neither operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer biomet implant and is continuously monitored and updated. Conclusion summary: only one x-ray is available for the complaint where a loosened shell is visible, therefore a change of the shell also would be needed. No event is given. The products are unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. Therefore, an exact root cause cannot be determined. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
X-ray were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown hip cup on the left side on (B)(6) 1995. It is unknown whether a revision surgery is planned due to loosening of the cup. It was also reported that the doc would like to leave the stem in place and just exchange the head.